Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer was treated with insulin pump and manual injection. Customer did not report any symptoms related to high blood glucose levels. The customer stated that the insulin pump had insulin flow blocked alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.